Event description:
It was reported during an asset inspection a gas leakage was found coming from the cylinder hose when it is connected to the co2 gas cylinder due to a faulty cylinder hose. There is no patient involvement on this reported event. No user injury was reported.

Manufacturer narrative:
Initial reporter name and address: (B)(6). As stated in event description of section the event, during inspection gas leak was observed coming from the cylinder hose when it is connected to the co2 gas cylinder and was found to be due to faulty cylinder hose. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
This is an in-house equipment owned by olympus that was stored in inventory and has not been used at a customers site.

Manufacturer narrative:
This supplemental report is to inform that upon further review, the initial medwatch was submitted in error. The device is only used for in-house testing, therefore, b5 was corrected with this information. Per the legal manufacturer's investigation, the specific root cause of the hose failure could not be determined at this time.